Event description:
It was reported that during implant, the right atrial lead helix would rotate the lead body on extension . The lead was not used and a new lead was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.